Event description:
It was reported that during a prophylactic device replacement procedure, the pocket was opened and the device was explanted. Visual inspection of the chronic right atrial (ra) lead and this chronic right ventricular (rv) lead showed signs of insulation degradation. Testing of the chronic leads showed measurements were within normal limits, however, the physician opted to surgically abandon and replace the leads. A new system was successfully implanted and the procedure was completed. No additional adverse patient effects were reported. The specific model and serial of the ra and rv leads is unknown at this time, however, has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.